Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient lost therapy. In turn, the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.